Manufacturer narrative:
Technical services reviewed the strips and agreed that the noise was likely air bubbles. The device remains in service without further complication. Upon receipt, visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. The device passed mechanical and electrical testing. The clinical observations reported at implant were resolved by removing and reconnecting the rv rate/sense lead.

Event description:
Boston scientific crm received information that when closing the pocket during the implant procedure, noise was observed on the electrograms. The noise was oversensed and the patient received an inappropriate shock. All lead measurements were normal. The physician suspected emi at first. The right ventricular (rv) rate/sense lead was disconnected and reconnected, and the noise disappeared. A strip from the episode was faxed to technical services. Boston scientific received information that this device was explanted, replaced, and returned for laboratory analysis in 2016.